Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator displayed a message -data not read- during routine interrogation. Upon a previous interrogation six months ago the programmer had displayed less than one year remaining.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.